Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (intraocular pressure (iop) settings lowered) is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury no further reports will be scheduled under mfg report num. (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console had issues with anterior chamber deepened, probably high infusion and intraocular pressure (iop) settings are lowered. The surgery was completed on the same day successfully. The type of procedure was not reported. No patient impact was reported.